Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a cassette could not pass test and another cassette was noticed with fluid leakage before a vitrectomy procedure. The procedure was completed after replacement of the third cassette. There was no patient involvement. Additional information received from company representative who indicated there were no harm to operation room (or) staff.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One unused and one used 23 gauge (ga) 5.0 posterior paks were visually inspected. The turbid sample was returned with mold. The sample was not tested due to the returned contaminated condition. Non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. A submerge leak test was performed on the cassette. No leakage was observed during pressure into the cassette by the mensor. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the drip chamber, the connectors, the cassette, the drain bag, the manifolds, the pump elastomer or onto the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).